Event description:
It was reported that a novum iq large volume pump had an unspecified messaging system error. This occurred during an unspecified process step. The user attempted to restart the pump but was unable to restart the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.